Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was cut, and the water was able to be removed.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The sample was evaluated and the inflation eye met internal specification. Subsequent investigation showed a strong correlation of a low rubberize layer in combination with a high x-sectional ratio as the primary contributor to the collapsed lumen failure during usage by the user. A potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was cut, and the water was able to be removed.